Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent loss of capture. Technical services recommended increasing the lv output. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent loss of capture. Technical services recommended increasing the lv output. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this left ventricular (lv) lead had increasing thresholds. The device was re-programmed to four different vectors, and they are still getting high thresholds. Technical services informed that it is the physician discretions to bring the patient back in to evaluate or to perform a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.